Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to pelvic discontinuity. The patient's hip was revised to a competitor hip. There are no allegations against the revised head and liner, the stem was revised in order to gain access to the joint space.

Event description:
It was reported that the patient's left hip was revised due to pelvic discontinuity. The patient's hip was revised to a competitor hip. There are no allegations against the revised head and liner, the stem was revised in order to gain access to the joint space.

Manufacturer narrative:
An event regarding revision due to pelvic discontinuity involving a trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: inquiry reports the revision of a stryker total hip arthroplasty about 13 years after a previous revision for pelvic discontinuity. The re-revision was carried out with a competitor product. I can confirm that the hip failed due to pelvic discontinuity since I was able to see the failed implant x-ray, but I cannot confirm that the revision occurred since I was not able to see any office notes pertaining to, or an operation note of, the revision surgery. The stryker representative present at the revision may be able to confirm. Regarding the possible root cause of the event, I cannot determine it with certainty. Pelvic discontinuity causes are multifactorial, including loosening of the cup, erosion of bone, trauma, fracture, surgical technique and patient factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the revision surgery was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision surgery operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.